Manufacturer narrative:
A control solution test was performed at the time of the initial call and the meter performed within specification. See scanned page.

Event description:
Customer reported getting erratic readings from their freestyle meter. Customer performed back to back blood tests, the freestyle meter and results were 122 mg/dl and 81 mg/dl.